Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in transverse colon during a polypectomy procedure. According to the complainant, during the procedure, the snare loop was retracting too quickly. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.